Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative inspected the imaging system on-site. It was found during testing that the image acquisition system (ias) computer would not boot. The ias computer was replaced and the issue was resolved. The computer has been returned to the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not exit stand alone mode. It was reported that a scan was successfully taken, but when attempting to acquire a second scan, the system entered and would not exit stand alone mode. The system was rebooted, which did not resolve the issue. The use of the imaging system was discontinued at this point and the procedure was completed successfully with a second imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue, and one unused spin. The patient was not impacted by this issue.

Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a software issue with the operating system. At power up, the ias computer booted to windows, but then returns an isass. Exe system error. "When trying to update a password, this return status indicates that the value provided as the current password is not correct." After displaying this error for less than 5 seconds, the computer resets. Bios is accessible, and the bios settings are correct. Unable to perform virus scan due to reset (task manager is not responsive). Unable to attempt software load as communication was intermittent during cyclic resets. The reported event was confirmed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6).